Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed; as a result, the allegations against this device cannot be confirmed. A review of the device history records could not be performed as the packaging was discarded. Per the qa in-process and final inspections procedure it instructs the operators to use 10x magnification for visual inspection unless specified otherwise. If rejected quantity exceeds the aql during inspection at any process step, immediately return entire lot quantity to manufacturing for 100% inspection to do a visual inspection. Verify hub to be round and smooth, no cracks, sinking or unfilled areas, and check for fm. Check for excessive flash and pinch. Using 10x magnification, look down into hub for irregularities. Verify a smooth tapered transition between sheath and hub on inside of hub. Operators are instructed to measure dimensions per specification for the following, sheath length (end of hub to end of tube) using ruler, verify the ID of the sheath hub by inserting a go-no-go gauge of appropriate size all the way through to the tip of sheath for clearance verification. Verify snap lock bonded cap is properly assembled on sheath hub; gently pull on cap and rotate to ensure it is firmly attached to sheath hub. Verify the color of tubing attached to the sideport tubing and the color of sheath hub cap match. Check for bonding of the tubing to the hub and stopcock by pulling slightly on bonds; sideport tubing must not move. Perform vacuum and pressure leak test. The instructions for use (IFU) informs the user of these adverse effects and possible complications: air embolism, bleeding, hematoma formation, and vessel damage. In addition, the IFU includes these precautions/contraindications: inserted introducer sheath should be internally supported by a catheter, lead or dilator. Dilator, catheter, or lead should be removed slowly from the sheath. Rapid removal may damage the valve resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine the cause by fluoroscopy and take remedial action. The entire procedure from skin incision to sheath removal must be carried out aseptically. Do not use power injector for contrast media injection from the side tube. Use of alcohol, antiseptic solutions or other solvents must be avoided, as they may adversely affect the surface of the sheath. Exercise caution during insertion, use, or removal of the introducer sheath to prevent aspiration of air into the vasculature. After device evaluation is completed, a follow-up report will be sent.

Event description:
The customer reported they received a broken introducer sheath; it broke during a session, just below the hub. The device packaging was discarded.

Manufacturer narrative:
The customer reported the product labeling was discarded. They took a photo of the packaging from their stock, lot number dp-04292, however they are not certain this is the same lot number. The investigation is based upon lot number dp-04292. Additional information has been requested from the customer. Lot # dp-04292, expiration date 02/01/2020. A review of the device history record identified (B)(4) for foreign material of this lot number. Complaint files were reviewed and there were no other complaints against this lot number. Upon evaluation of the returned product, it was found the 4f adelante sigma introducer sheath was within manufacturing specifications. The amount of tube length consumed by the hub measured to 10 mm, and the sheath usable length measured to 101.0 mm. The marks from the tube shut-offs in the mold are visible in the returned device. There is no visible evidence that the tube moved during molding as damage would be present from the steel marking the plastic under tonnage. The thermoplastic bond point of the returned device is complete all around the circumference of proximal end of sheath tube. The bond area is sufficient as the part would not have passed the pull force requirements. The returned device passed leak testing. Based upon the analysis it would have taken a significant amount of force or trauma to the device to detach the sheath tube. The root cause of the failure could not be determined. The potential effect to the patient for the reported failure may be related to excessive bleeding and prolonged intervention. The potential causes for the reported failure may be related to: improper overmolding, insufficient material bonding properties, excessive force applied during dilator insertion/withdrawal or damaged during manufacturing/transit. This is the first and only complaint of this nature; oscor will continue to monitor this device for complaint trends and risk.

Event description:
The customer reported the product labeling was discarded. They took a photo of the packaging from their stock, lot number dp-04292, however they are not certain this is the same lot number. The investigation is based upon lot number dp-04292. Additional information has been requested from the customer.